Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was intermittently unresponsive. Customer's blood glucose level ranged between 141 mg/dl and 400 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.